Manufacturer narrative:
Correction: h1: field should be marked serious injury.

Event description:
It was reported that a patient presented with loss of capture and low p wave sensing noted on the patient's right atrial lead. The lead was determined to have dislodged from a prior procedure. The lead was explanted and replaced on 12 oct 2024. The patient was stable throughout.